Event description:
It was reported via medwatch report that the procedure was being performed on a (B)(6) female pt with a medical history of coronary heart disease, allergies, and hepatic/renal dysfunctional allergies: codeine, sulfa, morphine, and niacin. The catheter was being placed femorally. When attempting to remove the spring wire guide after catheter placement, the spring separated from the wire.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.